Event description:
The customer received a blood glucose reading of 220mg/dl on the contour next usb, re-tested on a different meter and the reading was 110mg/dl. On a separate occasion he received a reading of 125mg/dl on the contour next usb and took novalog insulin accordingly. Within 90 minutes he was shaking badly and retested with another meter. The reading was 40mg/dl. Further information regarding the incident was not provided. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.